Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 38mm stent delivery system catheter was returned for analysis. An examination of the crimped stent identified proximal stent damage with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 180mm distal to the distal end of the strain relief. An examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-sep-2020. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50x38mm synergy drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no complications reported and the patient was in good condition. However, returned device analysis revealed stent damage.